Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). Six dental implants were installed in the edentulous maxilla of the patient, and two of them did not osseointegrate. Implants were installed in intraoral regions #6 and #11. Patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed.